Event description:
A customer reported a malfunction of their insulin pump, specifically citing a malfunction code known as malf 3, which was not resettable. Despite this issue, there was no adverse impact to the customer¿s blood glucose level, which stayed below 500 mg/dl. To resolve the situation, the customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support (cts) arranged for a replacement pump and instructed the customer on how to store the faulty pump before returning it using a pre-paid label. The customer understood and acknowledged all the steps provided by cts.